Manufacturer narrative:
This is the first complaint reported for this finished goods lot. A review of the device history record indicates the order was built to specification. A sample has not been returned for this complaint; therefore, visual inspection and functional testing could not be performed. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. It has been determined that no action will be taken at this time. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that the aspiration line fell out from the irrigation/aspiration handpiece during cortex mode of a cataract procedure. The procedure was completed by exchanging the product with other one. The product sample was reported as available. There was no harm to the patient. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).